Event description:
It was reported that anti-tachycardia pacing (atp) therapy accelerated the patient's ventricular tachycardia (vt). At this time, this implantable cardioverter defibrillator (ICD) remains in service and there was no additional adverse patient effects reported.